Event description:
When nurse was extubating patient, the nurse deflated the balloon with a 10cc syringe without difficulty and extubated the patient. After extubation, the nurse noted the balloon was still approximately 33% inflated. Respiratory therapist attempted to deflate the balloon with a syringe after extubation and still could not deflate the balloon. Patient had temporary difficulty speaking likely from throat irritation, but no permanent harm.